Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One used and contaminated sample was received at the manufacturing site for the investigation. A visual evaluation was performed and the reported issue was confirmed. Because the sample arrived contaminated, functional testing could not be completed. Because no testing could be completed the root cause and potential corrective actions could not be identified. This issue occurs when administrating viscous medication through the medication port on the y-connector part of the enteral feeding set. On some occasions, as required, the customer will also use this port to administer a bolus top up feed to give nutrition. If they meet excess resistance when administering medication via a syringe due to an occlusion further downstream, this can cause back up pressure to be exerted on the peristaltic pump section causing it to disconnect. The set has a safety feature designed to prevent excess pressure being exerted onto the patient. On this occasion, the safety feature was activated and the pressure was diverted away from the patient and back up to the peristaltic pump section. If additional information is received, the investigation will resume as needed. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Event description:
The customer reported that the resident had been given a flush, medication, and a flush again without issue but after priming the feed, the set leaked. There was patient involvement but no injury was caused by the event and no intervention was needed.